Event description:
A baxter service technician reported an infusion pump with a failure code 812:02 that was found in the device's event history during service. The facility's biomedical engineer stated that there was no report of patient injury or medical intervention resulting from this failure.